Event description:
This pt was emergently treated due to an acute myocardial infarction. The target lesion was denovo at the right coronary artery. The lesion was type b2, bifurcation and calcification were not present. The lesion was pre-dilated with a balloon (2.0 x 20mm) at 12 atm for 30 seconds. A cypher (3.0 x 18mm) stent was successful deployed at the target lesion at 14atm for 45 seconds, post-dilation was not conducted. Ivus was conducted. Timi flow pre and post procedure was 0 and iii. The residual % of stenosis after the procedure was 0%. Act was measured, but details are unknown. Approximately two weeks post index procedure the pt complained of chest pains therefore a cag was done and thrombus was confirmed. This was treated with aspiration and poba with a (3.5 x 20mm) balloon deployed at 20 atms. Pre procedure medications are unknown. Intra and post procedure medications were aspirin (100mg), heparing (12000u/7000u), ticlopidine hydrochloride (200 mg), and cilostazol (200mg), ticlopidine hydrochloride and cilostazel were stopped because the pt developed liver function failure. Additional information regarding this case has been requested. Physician's comment: the probable cause of the sat was because the target vessel was 3.5mm, but the implanted cypher was 3.0mm.